Event description:
The manufacturer became aware of a literature published by tel aviv sourasky medical center, in israel. The title of this report is ¿expandable proximal femoral nail versus gamma proximal femoral nail for the treatment of ao/ota 31a1-3 fractures¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.injury.2015.10.013. Within that publication which involved 149 patients, post-operative complications were reported, which allegedly occurred from july 2008 to february 2013. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (10) cases of cutout.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by tel aviv sourasky medical center, in israel. The title of this report is ¿expandable proximal femoral nail versus gamma proximal femoral nail for the treatment of ao/ota 31a1-3 fractures¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.injury.2015.10.013. Within that publication which involved 149 patients, post-operative complications were reported, which allegedly occurred from july 2008 to february 2013. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (10) cases of cutout.